Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap bso. According to the reporter: after insertion of trocar, the obturator could not be removed. The surgeon pressed tabs but the obturator would not release.